Event description:
Event description cpi received information that prior to implant, the physician made a few programming adjustments to the implantable cardioverter defibrillator (ICD). Afterward, the ICD would not complete a capacitor reformation and telemetry was lost. The ICD was not implanted.